Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mes was implanted concurrently with a cystoscopy.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat genuine stress incontinence. It was reported that following insertion the patient experienced pain, infection, dyspareunia and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/16/2017. (B)(4). It was reported that patient underwent lavh/bso on (B)(6) 2009, due to complex cyst, postmenopausal bleeding, and cervical dysplasia history with benign appearing ovaries. It was reported that patient underwent revision of mesh on (B)(6) 2003. No additional information was provided.